Event description:
The pt was started on piperacillin sodium and underwent a cystectomy of chocolate cysts (accumulation of old blood within cysts) from both ovaries. A 9 cm median abdominal incision was made through three layers. No existing adhesions were noted. After resection of both cysts, the ovaries were anastomosed and sutured by hand. One sheet of seprafilm was placed over both periovulars to just below the parietal peritoneum. No seprafilm was placed over the anastomosis. The three layers were joined consecutively with a skin stapler. The whole operation took about one hour. At 7:30 that evening, the pt's temperature was 38.8 degress celsius (c). At 9:00 pm, their temperature was 39 degrees c (102.0 degress f). Despite continued antibiotic administration, their temperature did not drop. Two days later, the pt still had a temperature of 38 degrees c and their white blood cell count and c-reactive protein were 9500/mm^3 and 14.1, respectively. The wbc differential showed neutrophils 89%, lymphocytes 7.3%, monocytes 3.1%, eosinophils 0.4%, and basophils 0.1%. The physician changed the antibiotic treatment to panipenem-betamiprom due to the "extraordinary" nature of the fever. The next day, the pt's temperature started to drop and was 37 degrees c, wbc was 9500/mm^3, crp was 15.1, and lymphocyte was 3.5% the following day the pt's temperature dropped to 36 degrees c. The pt experienced dyshidrosis which extended their hospitalization for another 2 days. Three days afterwards, the pt's wbc was 2000/mm^3, crp was 1.5, and lymphocyte was 3.5%. The pt completely recovered after two days. The reporter also provided that "endoceliac", "abdomen woud", and "post-surgery pain" were considered "normal." The relationship between the adverse event and seprafilm was considered possible, per the reporter.